Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a low heart rate. Upon interrogation, it was revealed the right ventricular (rv) lead exhibited undersensing. The lead remains in use. No patient complications have been reported as a result of this event.